Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test. The device was received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. The pump was unable to perform the a21 error, prime/a33, excessive no delivery and occlusion tests due to motor error alarm. The device was received with a normal operating current. The pump passed the self and off no power tests. The pump was received with a minor scratched lcd window, cracked case at the display window corners, cracked lcd window, broken belt clip slot, cracked battery tube threads, stained end cap sticker and broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during the fill cannula process. The drive support cap appeared to be normal. The customer¿s blood glucose had been high all day so they took a shot of insulin to treat. They were able to complete the insulin pump rewind. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.